Event description:
MFR was initially made aware of pt death via a comparison of device tracking info to the social security death index. A complaint file was not initiated at that time since initial screening per MFR's procedures did not indicate a potential relationship between the vns and the death. The death was later reported to the MFR through the normal complaint system at which a complaint investigation was initiated. Investigation to date has not been able to determine the cause of death. There is no evidence at this time that the ncp system caused or contributed to the reported event.